Event description:
It was reported that the patient has an area of rash that seems to match where the surgical drape was placed particularly at the adhesive part of the surgical drape fenestration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.